Event description:
Multiple freestyle libre 3 plus sensors have failed. Many provide substantially incorrect readings. I have been using the 3plus since it was available in the us and have never had this many issues with other cgm device (since 2020). This product should be taken off the market.